Manufacturer narrative:
The reported events of helix failure to extend was confirmed while the reported event of noise was not confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event of helix failure to extend was due to the over torqued inner coil. No other anomalies were identified.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the patient's right ventricular lead exhibited noise and the helix of the lead failed to extended. The reported lead was not installed and the procedure was completed on (B)(6) 2024. The patient was in stable condition.